Event description:
It was reported that the patient underwent a revision procedure due to dimpled pump and the pump remained flat when pressed and the product did not work properly with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to dimpled pump and the pump remained flat when pressed and the product did not work properly with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. Additional information was reported that the pump stayed flat when pressed and the patient experienced the product did not work properly.